Event description:
During a percutaneous transluminal angioplasty the balloon could not inflate. Target lesion was the right renal artery. Right groin access was made and lesion was predilated successfully with a balloon catheter. There were no anomalies noted during product inspection or when prepping device. The delivery system was advanced without any difficulties. The vessel was not tortuous however the lesion was described as tight and moderately calcified.